Manufacturer narrative:
Email is: (B)(6). One device was returned for evaluation. Visual inspection revealed a scratched lcd lens and loose latch lock. No evidence was available to review in the event history logs. Functional testing was performed and the latch lock was found to be loose; however, the latch locked properly. Also, there was no battery door. The root cause was traced to the missing battery door and loose latch lock. The latch lock and battery door were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period., corrected data: h6: health effects.

Event description:
It was reported that the latch was loose, was not latching properly and there was no battery door. No patient injury reported.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.